Event description:
During prophylactic ICD replacement procedure, noisy episodes were observed in the right ventricular channel. The subject isoline was firstly conserved actively implanted with the new implanted device, since regular electrical measurements were observed. However, due to ineffective therapy observed during implantation, the patient was externally shocked. An overload was detected; therefore, the subject lead was abandoned.

Manufacturer narrative:
Preliminary analysis revealed noise oversensing without inappropriate therapy on both devices (the replaced one and the new one). Patient files analysis from the new device revealed that the shock test, performed at implantation, was not delivered due to overload detection. Considering the analysis results of the patient files from both devices, the most probable hypothesis is a lead issue.

Event description:
During prophylactic ICD replacement procedure, noisy episodes were observed in the right ventricular channel. The subject isoline was firstly conserved actively implanted with the new implanted device, since regular electrical measurements were observed. However, due to ineffective therapy observed during implantation, the patient was externally shocked. An overload was detected; therefore, the subject lead was abandoned. Preliminary analysis revealed noise oversensing without inappropriate therapy on both devices (the replaced one and the new one). Patient files analysis from the new device revealed that the shock test, performed at implantation, was not delivered due to overload detection. Considering the analysis results of the patient files from both devices, the most probable hypothesis is a lead issue.

Event description:
During prophylactic replacement procedure, noisy episodes were observed in the right ventricular channel. The subject isoline was firstly conserved actively implanted with the new implanted device, since regular electrical measurements were observed. However, due to ineffective therapy observed during implantation, the patient was externally shocked and the system was explanted.